Event description:
Account states they obtained zero results for several patient samples. The incorrect results were not reported. The field service rep found the lld cable was malfunctioning and repaired the instrument by replacing the cable.